Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the patient experiencing hyperglcyemia. The high blood glucose event value was 320 mg/dl after being sick for three days, with rising blood glucose values. The event involved products mmt-1884,mmt-332a,mmt-243a,mmt-7040ma. The high blood glucose was treated with manual injection. Troubleshooting was performed and customer was using the pump with auto mode/smartguard active. Troubleshooting confirmed no leaks, kinks, or air bubbles, and the pump¿s time/date was corrected. Customer alleges pump is under delivering because the pump is giving boluse corretions and blood glucose began to rise. No further patient complications were reported. Mmt-1884,mmt-332a,mmt-243a,mmt-7040ma product replacement or return was not required.